Event description:
It was reported that the ventilator did not work as intended. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not work as intended. The ventilator was investigated by our field service engineer on-site and the expiratory cassette membrane was determined defective and replaced which solved the issue. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).